Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6), 2014, due to issues with placement of the receiver/stimulator unit. The patient was reimplanted with a new device during the same surgery.additional information has been requested but has not been made available as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
This report is filed september 8, 2014.